Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
Literature: bronte-stewart h, louie s, batya s, henderson jm. Clinical motor outcome of bilateral subthalamic nucleus deep-brain stimulation for parkinson's disease using image-guided frameless stereotaxy. Neurosurgery. Oct 2010;67(4):1088-1093; discussion 1093. Summary: the authors reported on a group of 20 men and 11 women with parkinson's disease (mean age of 62 yrs). Twenty-eight subjects had bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) and 3 had unilateral stn dbs using a frameless approach. The authors indicated that their outcomes results are comparable to those reported with the use of the framed-based technique. All pts had postoperative CT scans within 6 hrs of the procedure; mild pneumocephalus was common, but there were no intracranial hemorrhages. Reportable event: this report is for one pt who developed postoperative infections requiring dbs lead removal, intravenous antibiotics, and subsequent reimplantation. The source literature did not specify which device models were used.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.